Event description:
It has been reported to philips that the system did not fully boot. It froze at the startup screen. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event. The reported malfunction happened in the morning whilst preparing to start a case. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not fully boot and it froze at the startup screen. The philips field service engineer (fse) visited onsite and upon functional testing, the fse tried restarting the system, but issue persisted. The fse tried to restart suite pc alone followed by xray pc alone, but no change. The fse found that the flex vision and flexspot functions working correctly but system not booting in to review screen and stuck at system starting up. The fse confirmed issue with the suite pc software. To resolve the reported issue, the fse reloaded full system software, performed the security upgrades, reloaded the backups and uploaded the epx database. After this, the fse checked the functionality and found that image quality was reduced due to edl (entrance dose limit) calibration required. The fse calibrated the edl (entrance dose limit). After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.